Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with a bolus through the pump. The customer stated that she had high readings because she treated from the sensor reading and never checked her actual blood glucose and the sensor reading was low. The product was not returned for analysis.